Event description:
Information was received indicating that this ambulatory infusion pump exhibited under delivery. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found no physical damages on the device. There was no evidence of the reported problem in the event history log. Delivery accuracy testing found the pump to be delivering within specification. The complaint was not confirmed.